Event description:
Device report from synthes reports an event in australia as follows: it was reported that the dr. Wrote an email outlining several patients with adverse events due to "screw pull out and plate fractures". In theatre on tuesday, 29th nov, he mentioned this patient and asked if he included her in his email. I followed up that he had not. On thursday, 1st december he sent an email attachment out to (materialise ce) and me mentioning this patient. Here are his notes: from 1/12 @ 6:37 am: more recently only 4/52 after bimax I noted screw withdrawal on this patient also. Her bite is stable. She is not chewing. The screw pull out is due to the simple three dimensional repositioning of osteotomised segments. But screws are pulling out and can be seen on opg (now we know what it radiographically looks like) from 1/12 @ 7am: I believe the issue to be thermal bone injury due to lack of irrigation solution being able to access the drill tip due to physical obscuring of water to the drill by the drill sleeves . The screws have screw threads. The screw threads are the retentive feature necessary to hold the plates rigidly to the osteotomised segments. The depth of cortex engaged, the width of screw, the density of screw threads, and the number of screws used, and the viable health of the bone surface (protected from thermal injury) are in combination additive to produce a surface area that forms between bone and metal. To provide ¿retention¿ of the plate rigidly against the osteotomised bone, in order to allow for natural bone healing to occur across 12-24 months. In older patients, this bone healing takes place over 12-24 months. The report given by your ¿investigator¿ who¿s qualifications, insights or references are unknown, stated a personal expectation of 3 months, and without reference to patient age or surgical procedure or surgical location. The thermally injured bone - which itself is a cylinder of unknown thickness, and which surrounds the screw hole - appears to be resorbing and eventually causing loss of necessary bone that is surrounding the screw threads. When screws are routinely ¿removed¿ - up to 60% of screws are seen to be loose and which are surrounded by granulation tissue that penetrates the whole depth of cortex. This loss of screw retention is not seen in the chin. It is however seen routinely in the bsso segment. On a few occasions it is seen in the distal set of screws in the majorative it is in the proximal set of screw holes. It is rare not to see it. It is rare to have all screws in all retention at time of screw removal. I believe, that additively, depending on the number of screws affected, that the process of thermal injury leads to loss of screw retention and screw pull out as patients resume normal mandible function. This leads to whole plate micro-movement relative to the bone. This leads to a granulation response and local swelling and inflammation. This leads to loss of cortex of bone as well as micro movement impacts of plate against screws and ever increasing instability of the system overall. This leads to late malocclusion and in a small number of cases, catastrophic fatigue fracture of plates, which in combination leads to an extreme granulation tissue response, with extreme bone resorption effect and which overall was explanatory for another male patient. I believe the issue is aggravated, but not caused by invisalign use. I believe it is aggravated, but not caused by older age. I believe it is aggravated but not caused by the extent of smallness of jaws, necessitating the operation required. I see no fault in the system itself. I see this as a little thing that requires some thought and attention and imaginative engineering to solve (viz engineering flutes, features or devices to enable irrigation of drill tip whilst still retaining the drill guide channel) dos on (B)(6) 2022, bimax + genio (segmental (B)(6) supported by (B)(6). Patient experienced a post op-device malfunction. The screw loosening/ pull out. Is unknown if the patient experienced an adverse event such infection, non-union , allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Patient status/outcome/consequences? Yes. Is unknown if there was clinical outcome experienced by the patient. This report is for one (1) matmand scr ø2 self-tap l6 fine-pitch th. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Patent identifier: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the patient is presumed to have a revision surgery where plates were removed. It is unknown when revision occurred. Current patient status is unknown.